Event description:
Edwards received information that thirteen (13) years post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. A sapien xt was implanted with no reported complications and the outcome is reported as great. No additional details provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.